Event description:
The patient was revised because of pain, poly wear, and loose cup.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The patient was revised because of pain, poly wear, and loose cup. Doi: (B)(6) 2011 dor: (B)(6) 2013 (right hip). Update 06/04/2013 - the complaint has been updated because part/lot for the screw was provided. June 04, 2013 - screw was returned and deemed to be a part of the complaint. Part was added to complaint. June 04, 2013 - x-rays were received. X-ray and op notes were received. Update 06/14/2013 - patient's revision operative records were received. Records indicate upon revision a fluid collection with tissue and debris was found. The devices were received for evaluation. The returned devices were received and evaluated by the depuy metallurgical team. There was no evidence of a material or manufacturing defect that could have led to the loosening of the cup. The polyethylene acetabular liner exhibited wear and scratches, atypical of metal-on-polyethylene articulation. Third party debris from an unknown source was likely the cause of the atypical wear of the liner. A review of the provided patient records and x-rays did not identify a root cause. A review of the device history records for the provided product and lot combinations did not reveal any related manufacturing deviations or anomalies. Per the metallurgical evaluation, no evidence of material or manufacturing defects was observed for any of the components evaluated. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.